Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the error alarm. Customer stated that the insulin pump was not exposed to moisture and the buttons were not pressed for longer than three minutes. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump act and esc buttons did not respond due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.